Event description:
It was reported that the patient occasionally wakes up and feels a "vibration" in the center of the chest and the heart "beating in the back." Follow-up was conducted and the nurse speculated the left ventricular (lv) lead may be causing stimulation because, the chart noted, the patient was given referrals to various electrophysiologists. No further information could be obtained and the lv lead remains in use. It was also reported that the patient experienced inappropriate therapy from the device due to atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced inappropriate therapy from the device due to atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2009 (B)(6); 4193 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4)